Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was not reported. It was reported that the patient attended hospital for treatment but it was not specified if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for the event. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information to b5, b6 and h10. B5: upon follow up, it was reported that the cloudy fluid event was due to a possible infection. On the same day as the event onset, the patient was discharged from the hospital and was started on unspecified antibiotics therapy for 2 weeks as treatment of the event. Should additional relevant information become available, a supplemental report will be submitted.